Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation could not be performed because the device was not returned. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and referring to the known similar incidents, it was presumed that tensile stress associated with wire removal exceeded the product's design limit possibly because the guide wire was manipulated against resistance caused by entrapment of the wire tip due to anatomy. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. The asahi guide wire failed to cross and unraveled during removal from the brachial artery. A piece of wire stripped off in anatomy but was successfully snared out of the patient. There were no adverse patient effects and no clinically significant delay. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. Pathum thani, thailand, registration number:(B)(4). The guide wire was returned for evaluation. The returned guide wire was deformed in a hook distal to the proximal solder designed to sit at 37mm from the tip. The fractured coil wire was stretched for approximately 50mm distal to the mid solder designed to sit at 25mm from the tip. Microscopic observation revealed that the core wire was fractured approximately 5mm distal to the mid solder; approximately 20mm of the distal core segment was missing. The fracture surface of the core wire showed necking and dimples; therefore, the core wire separation was likely attributed to tensile stress. Necking was also observed on the fracture end of the coil wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of the production records found no indication of product deficiency. Based on the investigation results of the returned guide wire, it was concluded that the guide wire was removed while it was being interfered likely with the unspecified concomitant device or anatomy; friction was generated and caused the guide wire to deform into a hook; tensile stress generated with wire removal eventually led the guide wire to become separated. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.